Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. The sensor was inserted into the arm on 10-05-2024. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.